Event description:
It was reported that the device has a damaged downstream occlusion (dso) seal, and the battery compartment has a crack on the hinge. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device. Confirmed the customers complaint during visual inspection, found that the downstream occlusion seal was delaminated and the upstream occlusion seal was buckled . Replaced the downstream occlusion seal, upstream occlusion seal. Updated software. Performed sensor calibration. Performed performance verification tests (pvt). Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.